Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: this phenomenon was newly observed during the inspection by the repair department. Based on the information obtained from this complaint and the investigation results, it could be confirmed that a leak issue occurred with the product in question. Therefore, it is presumed that the foreign objects remained in the distal end and elevator channel plug because the reprocessing could not be completed due to the leak issue. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the objective lens had a crack, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the distal end and the elevator channel plug had foreign objects. There was no patient involvement.